Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.